Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(4) displayed a fault code 16 (timeout moving to take-up position) error message was confirmed during functional testing and based on the review of the archive data. The root cause for fault code 16 was a seized brake caused by the corrosion on the drive train brake gap assembly. The autopulse platform archive review revealed the routine shift check of the platform was not performed daily which likely caused the brake gap to be seized. Performing regular daily checks and storing the device in a location with low humidity will prevent the brake gap from seizing. The secondary reported complaint of the autopulse platform displayed a fault code 24 (timeout moving to home position) error message was not confirmed based on the review of the archive data and during functional testing. The fault code 24 error message could not be replicated during functional testing. The reported complaint of the autopulse platform shutdown when the lifeband begins to retract was not verified during the functional testing because the autopulse platform displayed fault 16 upon powering on. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. The autopulse platform failed initial functional testing due to fault code 16 upon pressing the on/off button, thus confirming the reported complaint. There was no brake activation (open/clicking sound) when the platform powered on. The defective drive train motor was replaced to address the fault. A review of the archive data showed multiple fault code 16 errors around the customer's reported event date, thus confirming the reported complaint. Unrelated to the reported complaint, further review of the archive indicated multiple user advisory (ua) 02 (compression tracking error), and fault code 42 (force overload tripped) error messages. Based on the archive, the customer cleared the observed error messages. The load cell characterization test was performed and confirmed both cell modules are functioning within the specification. In addition, the archive indicated the presence of the (ua) 12 (lifeband not present) error message, unrelated to the reported complaint. The error was cleared by the customer. The lifeband reset switch cable was checked and verified to be within specification. Also, unrelated to the reported complaint, the archive showed the presence of the (ua) 23 (compression will exceed 3 revolutions), (ua) 26 (decompression target not reached), fault code 29 (loss of brake connectivity) error messages as a result of the falling drive train motor. Unrelated to the reported complaint, further review of the archive indicated multiple (ua) 45 (not at "home" position after power-on/restart) and (ua) 20 (position out of range) error messages. The root cause of the observed (ua) 45 and (ua) 20 error messages was that the driveshaft was not at the "home" position, most likely attributed to unintended user error. Based on the archive, the ua45 and (ua) 20 errors were cleared by the customer. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 02 is an indication that autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per autopulse user advisory list, fault code 42 error message alerts the load cells have detected too much force is being applied. This typically occurs as a result of a hardware or software issue, bad battery or with a low charge status, damaged load cells, or if the patient's chest is too stiff. This error message can be cleared when the user press restart. Per the battery hangtag - advisory codes description and action, user advisory (ua) 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended action for this type of user advisory is to ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory 45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. User advisory (ua) 20 is the clearable error message and alerts the operator that the autopulse driveshaft is not within the normally acceptable range of positions. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. The driveshaft was rotated to "home" position to clear the (ua) 20 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4) displayed fault code 16 (timeout moving to take-up position) and fault code 24 (timeout moving to home position) followed by the shutdown when the lifeband begins to retract. The user changed the lifeband and the battery, however, the issue persists. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.